Event description:
The customer reported that the heartstart xl had a "black screen", which was clarified to be a failure to power up. There was no report of patient involvement.

Manufacturer narrative:
Pr: # (B)(4).